Manufacturer narrative:
Visual examination revealed that the fracture was located at the threaded portion on the shaft¿s distal tip. Optical images were taken on the fractured surface. The fractured surface reveals plastic deformation and torsional shear markings following the threads on the shaft. The evident plastic deformation suggests a torsional overload. No material defects or other abnormalities were observed in this analysis. Review of the device history record found no discrepancies. No issues were identified during the manufacturing and release of the device that could have contributed to the problem reported by the customer. The lot was released accomplishing all quality requirements. Review of complaint trend analysis found no emerging trends. The root cause of the inner shaft breaking cannot positively be determined. However, the optical images of the fractured surface reveal plastic deformation and torsional shear markings following the threads on the shaft. The evident plastic deformation suggests a torsional overload. No corrective action/preventive action s necessary at this time as no issues were identified in the manufacturing and release of these product that could have contributed to the problem reported by the customer. No systemic trends have been observed in this complaint file. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon performed anterior cervical discectomy and fusion (acdf) and selected an eagle plate for fixation. He inserted an eagle swift screw into one of the screw holes. Later in the case, he decided that he wanted to reposition the plate, and when using a removal driver and the eagle/swift screw removal shaft to remove the screw, the tip of the removal shaft broke off in the screw. He was able to remove the screw containing the broken tip using an alternate screwdriver and no fragments were left in the patient. Later in the case, the surgeon was using another driver with a second eagle/swift screw removal shaft to insert a screw into the plate/bone. He mentioned that the patient bone was fairly hard and the tip of that removal shaft broke off in the head of that screw. The surgeon removed the screw with the broken tip using a different driver and no fragments were left in the patient. The resulting delay is reported to have been one to two minutes. The following mfg. Medwatch reports are being filed for the two eagle swift screw removal shafts what were involved in this event: 1526439-2014-11863; 1526439-2014-11864.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.